Event description:
My dexcom g6 keeps asking me to calibrate my blood glucose. I have checked my bg many times with 2 different FDA approved monitors. Both gave reading within 2% of each other. Repeated dexcom readings indicate that the g6 is giving wildly different readings. Which is correct? Dexcom doesn't want to acknowledge there is a problem with recent sensors. FDA safety report ID # (B)(4).